Manufacturer narrative:
Ge healthcare¿s investigation has been completed. All data was reviewed and indications showed that the system was operating normally and within performance specifications. The ge field engineer confirmed that the customer has acknowledged that this incident was a result of a staff error. The customer cited a lack of knowledge on the staff member as the reason the patient was scanned with the non-mr compatible pulse oximeter. The fe has instructed the customer on how to avoid this in the future. The root cause was determined to be inadequate patient screening.

Manufacturer narrative:
Patient information could not be provided due to country privacy laws. There are no additional device identification numbers. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that a patient suffered a 3rd degree burn to the right index finger during a MRI scan. An external, non-MRI compatible pulse oximeter belonging to the customer, was used on the patient. The sensor was placed on the patient's index finger, causing the burn. The patient's family noticed the burn after the patient left the mr department. The patient's finger was amputated as a result of the incident.